Manufacturer narrative:
(B)(4).

Event description:
The healthcare professional (hcp) of a foreign clinical study reported that the patient did not have a clinically undesirable experience. Electrodes 2 and 10 impedances exceeded 10,000 ohms. The outcome was ongoing with no further actions needed. Interventions included reprogramming. No diagnostic methods were performed. The etiology was noted as not applicable to the device or therapy and unlikely related to the procedure. No signs or symptoms were reported.